Event description:
During a routine shift check by a clinician, the device intermittently displays a "poor pad contact" message and the charge button intermittently does not function. There was no patient involvement in the reported malfunction.